Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet failed to initially pair with a newly replaced dexcom g7 cgm, and pairing was achieved after the user toggled cgm type between g6 and g7 and re-entered the sensor number, after which the ilet displayed a high glucose reading with a downward trend arrow. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond troubleshooting, and no hospitalization. Investigation included customer support troubleshooting to reconfigure cgm settings and reinitiate pairing. Investigation of this case revealed a temporary communication or configuration issue between the ilet and the dexcom g7 cgm that resolved after re-selection of the correct cgm type and re-entry of the sensor ID, with no device hardware failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user setup error or use error related to cgm pairing and configuration.